Event description:
User reports receiving discrepant results for troponin t, creatinine kinase, pth, and hcg when compared with another instrument using the same methodology. Only one pt example for troponin t provided: initial result 0.040 mg/dl, repeat using different instrument, same method, gave result of 0.047 ng/ml. Same sample repeated again using initial instrument gave result of 0.037 ng/ml. No erroneous results reported. The field service rep determined cause to be a problem with the pinch tubing and replaced the tubing. Performance tests performed which were within specification.